Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported having low blood glucose since his hospitalization. The blood glucose reading at time of call was 136mg/dl. The customer stated that he was involved in a vehicle accident and he was driving. The customer stated that the insulin pump was damaged during a motorcycle wreck unrelated to his low blood glucose. The customer stated that he had broken ribs and punctured lung. The customer stated that a person in front of him locked up their brakes and he laid down his motorcycle to avoid hitting. Troubleshooting was performed. The customer stated that the insulin pump is damaged at the screen. Advised the customer to revert to back up plan.